Manufacturer narrative:
Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable due to the device not communicating. As a result, the patient did not have ineffective stimulation. The device system was explanted as a result however it is unknown when the explant occurred. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.